Event description:
It was reported that a balloon pinhole occurred. A 6.00 mm/2.0 cm/90 cm peripheral cutting balloon was selected for use. During procedure, upon inflation, it was noted that the balloon pinhole occurred. The device was successfully removed and completed the procedure with a different device. No patient complications were reported.